Event description:
Vaginal mesh (unknown manufacturer) was used for a transvaginal sling for stress incontinence at the same time for a sacral colpopexy was performed for a prolapsed bladder in (B)(6) 2021. Surgeon that performed this surgery: dr. (B)(6). A revision to the mesh (loosening) was done in (B)(6) 2022 for slow urine stream (sling too tight) by dr. (B)(6). Around (B)(6) 2023, I noticed burning and tenderness inside the vagina, near the opening. There was a scratchy material poking through the vaginal wall. I went to a different urogynecologist, dr. (B)(6), and was diagnosed with vaginal mesh exposure. I am scheduled for transvaginal excision of the exposed mesh on (B)(6) 2023.